Manufacturer narrative:
(B)(4). Additional information the device was returned with the distal tip of the blade broken off and not returned with the device. The tissue pad was melted. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "tighten assembly" or "blade error detected" followed by a "replace instrument" screen later in the procedure, and continued usage can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic colon procedure the blade was broken, part fell into patient but could be removed. Gen11. No further information is available. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.